Manufacturer narrative:
No parts have been returned. Device manufacture date unk. Software findings still under investigation.

Event description:
A medtronic rep reported that during a cranial procedure, the touch'n'go sys allowed all of the points to be collected but would not find a match. No predicted error was displayed. Pointmerge was used to register but this was also not very accurate and the software excluded some of the markers. No impact on the pt's outcome was reported.